Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed downstream occlusion (dso) calibration. There was no patient involvement.

Manufacturer narrative:
D9 - date returned to mfg: 11/4/2024. One device was returned for analysis. Visual inspection found a upstream occlusion seal buckled. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a lifted downstream occlusion seal and contaminated downstream occlusion sensor. As a result, the lifted downstream occlusion seal /upstream occlusion sensor were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.